Manufacturer narrative:
(B)(4). Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter pulmonic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve in the pulmonic artery. A lack of calcification, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native pulmonic valve, taking into consideration the type of disease present. Congenital heart defects such as pulmonary stenosis, pulmonary atresia, truncus arteriosus, transposition of great arteries and tetralogy of fallot are all possible scenarios in which an edwards thv may be used in the pulmonic position. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, a 26mm xt valve was implanted in the pulmonic position. Since limited patient factors are known, the cause for the rotation/migration two days later is unclear but may be related to a lack of calcium present, which normally aides in anchoring the valve in place. In addition, it is unknown if valve sizing was appropriate for this case (no patient information available regarding disease process, sizing etc). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, two days after implantation of a sapien xt valve in the pulmonary position the patient was brought back to the cath lab to confirm that the valve had rotated. After several attempts to correct the position the procedure was abandoned and the patient went to the or for a surgical replacement of the valve. The first valve was discarded.